Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the device showed post paced t-wave oversensing. Reprogramming was suggested to resolve the issue, and the device remains implanted. The patient was asymptomatic.